Manufacturer narrative:
Correction: h6 type of investigation code 10 was inadvertently added to the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there was a difference in understanding of equipment handling and reprocessing procedures between olympus's recommendations and the facility in question. Prevention measures are described in the instruction manual cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual chapter 5 reprocessing the endoscope and chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility who completed a reprocessing in-service with staff. Attendance sign in sheet and ontrack forms were completed. Information was provided to staff regarding ordering the scopes reprocessing manuals; test strips for the aldahol, leak tester; cleaning brushes. Staff members did have a reprocessing cleaning guide available. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer stated during the scheduled in-service the staff is not leak testing the scopes, not testing the aldahol disinfection and is not brushing the scope appropriately (no channel opening brush). There were no reports of patient harm.